Event description:
It was reported that the ventilator will not cycle in ventilator mode. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customers reported problem was not duplicated. The most probable root cause for the issue would be due to a faulty input manifold assembly. The input manifold was replaced as a preventative measure. No fault was found as the investigation could not duplicate customer reported problem. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.